Manufacturer narrative:
The failure investigation has been completed and the unexpected reset issue was verified. Based on the analysis, the alleged touch screen issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shut down. After charging the pump, the pump was able to turn on. However, when the pump turned on again, the touch screen was unresponsive and not functional. The customer's blood glucose was 173 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.